Event description:
It was reported that this left ventricular (lv) lead had no capture at maximum output. This led to an increase in follow-up. The lead was abandoned surgically and replaced with an epicardial lead. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.